Manufacturer narrative:
Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and six months later, she discovered she had suffered an ectopic pregnancy that had ruptured and, for the previous 12 hours, she had been internally bleeding. She had to have an emergency surgery to remove the coils (both of which had moved and punctured her uterus). The events, seen as ectopic pregnancy, ruptured ectopic pregnancy and uterine perforation are serious due to hospitalization and required intervention and listed in the reference safety information. The internal bleeding is a symptom of ruptured ectopic pregnancy. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering event's nature, causality with suspect insert cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016 referring to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in an unspecified date. In (B)(6) 2012 she had an appointment for her hysterosalpingogram (hsg) test and was told by the nurse that everything looked great and that the coils were where they were supposed to be. On (B)(6) 2012, exactly one month later, she had a sudden pain in her side; the pain became so bad that she was not able to move and lay in bed for the rest of the morning. She felt dizzy and fainted. Her husband heard when she hit her head on our shower door. Later, in that afternoon, her husband tried to take her to the hospital because the pain was increasing, but she fainted two times before getting to the front door. The ambulance had to take her to the emergency room. It was there that she discovered she had suffered an ectopic pregnancy that had ruptured and for the past 12 hours she had been internally bleeding. She had to have an emergency surgery to remove the coils (both of which had moved and punctured her uterus). Her doctor had to completely remove her right fallopian tube because it was badly damaged from the ectopic pregnancy and he burned off the left fallopian tube. Due to the amount of lost blood from the internal bleeding she had to have a transfusion to replace the blood loss, therefore she was hospitalized. She also reported emotional rollercoaster. The reporter considered the events related to essure. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and six months later, she discovered she had suffered an ectopic pregnancy that had ruptured and, for the previous 12 hours, she had been internally bleeding. She had to have an emergency surgery to remove the coils (both of which had moved and punctured her uterus). The events, seen as ectopic pregnancy, ruptured ectopic pregnancy and uterine perforation are serious due to hospitalization and required intervention and listed in the reference safety information. The internal bleeding is a symptom of ruptured ectopic pregnancy. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering event's nature, causality with suspect insert cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Technical assessment is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.